Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the insertable cardiac monitor (icm) could not be interrogated due to premature battery depletion. No intervention was performed. The patient's condition is unknown.